Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem. Patient information was not provided when requested. No further information available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop while on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.